Event description:
Health care professional (hcp) reports multiple dialyzers noted to have cracked headers both during reprocessing and patient use. The customer reported no patient injury at the time of this report.